Event description:
King systems was notified of a life-threatening event on (B)(6) 2024 via FDA medwatch (mw5152461). The event was described as king systems' king vision kit kvlkit3 would not stay powered on despite battery changes. A further investigation with user facility indicate that patient was in severe respiratory distress and went into respiratory and cardiac arrest prior to attempting to use kvlkit3. When the healthcare provider inserted screen into the blade, the screen powered off, and they were unable to get the screen to function properly. An alternative airway management device was administered, and the patient was declared dead after arriving at the emergency room.

Manufacturer narrative:
In addition to medwatch report (mw5152461), the initial event reporter provided further information on the patient's condition to king systems, and the patient was pronounced dead in the emergency room. It was informed by the initial reporter that he could not determine whether the inability to secure an endotracheal intubation affected the patients' outcome. At the time of this report, the device in question has not been returned to the manufacturer for evaluation. It is unclear the potential causes for the device malfunction. King systems is reporting this adverse event since the manufacturer could not rule out the possibility that a device malfunction may have caused or contributed to the patient's death.